Manufacturer narrative:
It was reported that the catheters are breaking at the area where suction attaches and the catheter has been getting stuck inside of the patient trach. The respiratory department is reporting that when they pull back on the catheter in the sheath, the sheath comes out but the catheter does not. Attempts to obtain additional information are still in process, however no additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the catheters are breaking at the area where suction attaches and the catheter has been getting stuck inside of the patient trach so when the clinician pulls back on the catheter in the sheath, the sheath comes out but the catheter does not.